Event description:
It was reported that revision surgery was performed due to cup loosening, metallosis, bone cyst, and soft tissue reaction. The femoral head and acetabular cup were both revised, however the femoral stem remained implanted. Information provided by the customer indicates that the patient had been incorrectly implanted with a femoral head (colour coded blue) and acetabular cup (colour coded light green) contrary to the surgical technique instructions.

Manufacturer narrative:
Based on the catalog numbers reportedly involved, this patient was implanted with mis-matched femoral head (label colour coded blue) and acetabular component (label colour coded light green). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices may have contributed to the need for revision surgery.

Manufacturer narrative:
Based on the catalog numbers reportedly involved, this patient was implanted with mis-matched femoral head (label colour coded blue) and acetabular component (label colour coded light green). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices may have contributed to the need for revision surgery.